Event description:
Received a call from a patient stating she had severe pain while wearing her lenses. She went to the doctor and he said she had torn her cornea. She has been to 3 doctors and one says there are calluses on her eye. On (B)(6) 2010, one ecp office verbally states the patient has a corneal abrasion and subepithelial corneal fibrosis. States the patient is being treated by the doctor and cannot wear lenses for several months. On (B)(6) 2010, prescribing ecp office stats verbally that the patient can never wear lenses again. States the patient does not have the defective lenses only the sealed lenses left. On (B)(6) 2010, prescribing ecp office calls and states that the lenses did not cause the corneal abrasion, the patient did when she dug the contacts out of her eye. No other information has been provided.

Manufacturer narrative:
Event was initially reported by the patient. Cvi follow-up includes verbal statements from two ecps. Two product were reported. It is unknown whether one eye or both eyes are involved in the incident or which product was won in which eye. No written documentation has been received despite several requests to the ecp. No product has been returned. Method, results, conclusions: a review of the complaint history record for both device found no complaints for either product of the type reported in this incident. No conclusion can be drawn. Based on statements by the patient and two ecps, the patient suffered a corneal abrasion with permanent scarring and is no longer indicated for contact lens wear. This case is reported as corneal abrasion with subepithelial corneal fibrosis with permanent scarring and permanent cessation of lens wear. The prescribing ecp states that the patient injured their eye when they dug the contacts out of their eye. Should additional information be received that would change this conclusion, an update to this report will be filed within 30 days of receipt. Device 2: brand name: biofinity toric (comfilcon a, ew), common device name: lpm-lenses, soft contact, extended wear.